Manufacturer narrative:
The complaint sample was returned for evaluation and showed a cosmetic finding of excess material on the edge. A review of the lot device history records is ongoing. Medical documentation was not provided. Based on available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
Upon initial contact with consumer, consumer reported experiencing blurry vision and pain in right eye. There was no indication of medical treatment. Three weeks later, consumer reported having visited an eye clinic for her right eye pain and being prescribed four medications: an antihistamine drop, alesion ophthalmic solution 0.05%, a nonsteroidal anti-inflammatory drop, bromfenac na ophthalmic solution 0.1%, an antibiotic drop, cravit ophthalmic solution 0.5%, and a systemic antihistamine, cetirizine hydrochloride. Consumer also reports having been advised to discontinue lens wear for one week. No medical records regarding signs, diagnosis or confirmation of treatment were available. Consumer is recovered.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured as per local and global product specifications. The review also indicates that there were no irregularities present during the manufacture of the lot. Based on available information, no causal factors can be determined and no conclusion can be drawn.